Manufacturer narrative:
Examination was not possible, as the products were not returned. The one provided x-ray did not confirm the complaint, as it was an x-ray of the proximal portion of the nail. A search of the complaint database found no prior reports for all reported part and lot number combinations. Le locle, the mfg facility for the nail and one of the screws, reviewed the device history records and found no mfg deviations or anomalies. Review of the device history records for the second screw (lot# 599835) that was manufcatured at the now closed el segundo facility did not reveal any mfg deviations or anomalies. Provided info states the pt started load bearing in 2008, and callus was noted at about 2 months later. Under the warnings and precautions in the surgical technique, it states these implants are intended as a guide to normal healing and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
In 2008, initial surgery was done with versa nail ten for subtrochanteric femoral fracture. At about one month later, load bearing started. At approx 2 months later, callus was noted. In 2009, it was found that the distal part of the nail and the distal screw was broken. The pt had a pain. There is no plan to perform another surgery to remove the implant, because the doctor confirmed bone union.